Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap was damaged at 59,890 joules of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: the fiber's glass and metal caps are found to be detached; the fiber broken distal to the fiber/cap fusion zone. Both caps were returned with the device. The metal cap was severely burnt as a result of detritus build up. The glass cap exhibits severe devitrification at the output window. The fiber condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to tissue contact and/or anatomical/procedural factors encountered during the procedure.